Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient¿s healthcare provider, on (B)(6) 2025, the patient was brought to the hospital by ambulance with hypoglycemia and coma while undergoing therapy with their diabeloop insulin pump in closed-loop mode. At the time of the report the patient was fine. Exact values were not reported, the reporter states that the patient¿s blood glucose values were between 12 and 50 mg/dl, while the sensor showed values above 100 mg/dl without any downward trend. There was no information provided about the medical intervention nor the treatment. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.